Manufacturer narrative:
Product complaint # (B)(4). Additional information reported: no additional treatment for the patient due to the issue. The operation time was not extended due to the product rupture. When the surgeon checked the cut end, he judged from the shape that ¿there is no residue in the patient's body, ¿ and the cut end was cut off and used. Additional information has been requested and received. Attempts have been made to obtain the product, not received to date. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Please confirm, was the drain broken into two or more pieces? Two pieces. Please clarify, was the drain end case grasped with forceps and pulled up intra-op (during the same initial procedure)? Yes. Or was the patient taken back to the operating room to remove the broken drain surgically? No. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported a patient underwent a rectectomy on (B)(6) 2022 and a drain was used. During surgery, the drain was broken during use, but the remaining part of the product was used for the surgery. A fragment which was about 1 cm was retrieved outside of the body while being sandwiched between forceps. The drainage was continued with the remaining part of the drain without problem and completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 h3 evaluation: product sample received for analysis. Two cut pieces of silicone tube approximately of size 5mm and 10mm were received for investigation. During investigation it was observed that there is a cut in the silicone tube which is likely to happen due to any sharp object used during the surgery. Further investigation could not be performed as the complete sample was not received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.